Event description:
Medwatch: (B)(4). A 38-year-old female patient began therapy with remodulin (treprostinilsodium, concentration 2.5 mg/ml), on (B)(6) 2021 for secondary pulmonaryarterial hypertension. The current dose was reported as 0.040 g/kg, continuousvia intravenous (IV) route. It was reported that the patient woke up in the middle of the night with her remodulin pump beeping due to having to change the cassette (device failure). She stated this happened prior to the last reorder. She also mentioned she stopped using the biopatch dressings due to her skin breaking out and becoming itchy (dermatitis contact). She stated her physician provided her with samples of another dressing to try. Co-suspect medication included: biopatch (chlorhexidine gluconate). Concomitant medication included: adderall (amfetamine aspartate, amfetamine sulfate, dexamfetamine saccharate,dexamfetamine sulfate), sodium chloride, buprenorphine, tadalafil, eliquis(apixaban), gabapentin, cephalexin, spironolactone, oxygen, digoxin, letairis (ambrisentan), trazodone hcl, torsemide and cyclobenzaprine hcl. Relevantmedical history included: secondary pulmonary arterial hypertension. Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact with IV remodulin. The reporter¿s causality for the event of dermatitis contact with biopatch was considered to be possibly related.

Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.